Event description:
Patient reported "contracture" diagnosed via ultrasound and MRI. Later patient reported baker grade as IV. This record is for the left side. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, b.6.

Event description:
Patient reported "contracture" diagnosed via ultrasound, mammography and MRI. Later patient reported baker grade as IV. This record is for the left side. Device remains implanted.